Event description:
Pain; swelling; joint effusion. Case description: spontaneous report was received on (B)(4) 2013 from a physician regarding a (B)(6) male patient, initials unknown. The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with synvisc (hylan gf 20) injection, dosage regimen not provided, in an unspecified location. On an unspecified date in 2013, the patient developed pain and swelling which continued throughout the weekend. On (B)(6) 2013, 30 cc of cloudy yellow synovial fluid (joint effusion) was aspirated by the physician and an intra-articular corticosteroid (unspecified) injection was administered for pain swelling and joint effusion. The treatment with synvisc was permanently discontinued. The outcome for the events of pain, swelling and joint effusion was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the causal relationship between synvisc and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the production and quality control documentation for lot number s1221, with expiration date (2015-05) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.